Manufacturer narrative:
(B)(4). Batch # r94f8e. Additional information was requested, and the following was obtained: please clarify : clip did not feed properly: did the clips feed sideways? No further information is available. Did multiple clips feed in the jaws at one time? No further information is available. Did the clips feed slowly into the jaws of the device? No further information is available. Did the clips not feed into the jaws? Yes. Did the clips eject or drop from the device? No. No further information will be provided. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated broken and 12 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r4150w number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94f8e number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, the clip was not fed into the jaws properly during use. The clip was not fed into the jaws properly from the first firing. The trigger became not be grasped while touching the several parts of the device. Another device was used to complete the case. There were no adverse consequences to the patient.